Event description:
It was reported that during a CABG, the clamp arm was detached when a nurse cleaned the tip of the blade. No pieces fell into the patient¿s body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the clamp arm detached from the shaft and not returned. The device was tested with a generator and no anomalies were noted with the activation of the device. The instrument could not be fully tested due to the detached clamp arm. Possible causes of the clamp arm detachment from shaft is not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.